Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that since (B)(6) 2014 there was an increase in the number of high impedance channels. Since (B)(6), the pt noticed that child is not responding to sounds as he used to. There is no trauma reported. A decision in regard to re-implantation has been made yet.